Manufacturer narrative:
Device is a combination product: device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08120. It was reported that thrombosis occurred. The target lesion was located in the coronary artery. Two 3.50x12mm promus premier¿ drug eluting stent were selected to treat the lesion, however acute thrombus was noted. Procedure was completed with an intra-aortic balloon pump. No additional patient complications were reported.